Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A routine follow up computed tomography angiogram (cta) showed the patient had aneurysm sac growth. An angiogram completed confirmed the patient had a type 3b endoleak located at the aortic bifurcation. On (B)(6) 2017 a secondary intervention was completed and the physician elected to implant a bifurcated stent to seal the endoleak. At the completion of the secondary procedure the patient is reported to be doing well. There have been no additional adverse events reported for this patient.